Manufacturer narrative:
The device was received for evaluation. During visual inspection, a pinch mark was observed in the tubing about 11mm below the luer activated valve. Underwater leak testing was performed and the leak was noted at the pinch mark in the tubing. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from an unspecified location during priming. There was no patient involvement. No additional information is available.